Event description:
Boston scientific received information that at predischarge check, the shock lead exhibited high out of range impedance. The pocket was opened and it was found that the setscrew was loose and the physician was able to pull the lead out easily. The lead was reinserted and the set screw tightened down. The shock lead impedance was then within normal range. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.